Event description:
It was reported a lead integrity alert occurred which triggered due to oversensing that is non-physiologic. The capture threshold and lead impedance trends were stable. Short interval counts (sic) were observed and non-sustained tachycardia episodes shows noise. The patient is reported to have been swimming at the time and review of stored electrograms indicated noise from electromagnetic interference (emi). The emi was noted to possibly be related to an ungrounded wire. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).